Manufacturer narrative:
The suspect device was not returned to olympus and an evaluation was not performed. The reported problem was resolved through troubleshooting via the phone with olympus technical support. It was learned by technical support, through communication with the user, that the problem was resolved upon cleaning the scope contacts and plugging in the scope prior to powering on the cv-190.

Event description:
A user facility reported to olympus that they were getting the scope communication error b30 when using the olympus cv-190 video processor with an endoscope. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Per the legal manufacturer, the b30 error occurs when the communication for transmitting the scope side data to the cv side at the time of scope connection cannot be completed normally. Since it was reported that the error was resolved upon cleaning the scope connector contacts, it is highly probable that contamination or water drops adhered to the scope connector contacts, hindering communication and resulting in the b30 error.